Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer does not recall any significant events leading to the error. Customer's blood glucose was 166 mg/dl at the time of incident. Troubleshooting was done for error and was found that customer could complete the rewind sequence however, there were multiple alarms found in pump history and customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor excessive axial play. The insulin pump was received with cracked battery tube threads, cracked reservoir tube lip and minor scratched display window.